Event description:
It was reported that the patient's vns generator was unable to be interrogated following an interrupted vns systems diagnostics test on (B)(6) 2013, and when the patient left the physician's office the patient felt a "bee sting" pain in the neck. When the patient returned to the physician's office on (B)(6) 2013, the vns generator was interrogated and no issues were noted with the programming systems but the patient's vns generator was found at settings, output current= 1 ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 60 min. This unintended setting is likely due to the suspected faulted systems test that occurred during the previous visit, and it is most likely the cause of the patent's pain in the neck. The patient was programmed back to the previous settings and after final interrogation the patient was found at setting, output current= 0.75 ma/ frequency= 20 hz/ pulse width= 500 sec/on time= 30 sec/off time= 5 min.